Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refills and stock-outs were not triggering. A technical support specialist (tss) dialed in to the application server and reviewed the med inventory and reports. The comparison did not match the inventory report. Tss checked the sync information and then dialed in to the station. Tss performed a full synchronized following the knowledge article ¿proper data sync 2.0 procedure,¿ verified communication status between the station and server, stopped sync and maintenance services, backed up the database, and completed a full synchronized without dropping the database. Afterward, tss dialed in to the pyxis es server and confirmed that the synchronized information and reports were up to date. Tss contacted the customer, and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refills and stock out messages were not triggered for several medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refills and stock out messages were not triggered for several medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.